Event description:
On 02/09/1999, the MFR rec'd a fax from the international distributor that states the following: during insertion, the guidewire kinks and makes it impossible to continue the insertion. Additionally, it was very difficult to remove the guidewire. This happens in about 20% of the used catheters. On 03/05/1999, the MFR's international representative informed the MFR that the device was not available to be returned to the MFR for analysis. No further details were provided.